Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The logs showed that there was a low voltage supply to the abd module. The fsr replaced the abd module. The unit operated to the manufacturer's specifications. The suspect part will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) module light emitting diode (led) flashed orange and red and the perfusion screen intermittently displayed a question mark over the abd icon. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) module to lab use only (luo) testing equipment. The air bubble sensor tubing was filled with 60% water and 40% air. The abd module was monitored for four hours with no observations of any intermittent '?' Marks, flashing orange or red lights and passed all testing. The pst conducted an microscopic examination with no observation of any anomalies. The abd module met specification.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the log showed that the air bubble detector (abd) module was repeatedly getting an 'entering broken mode 56' error which is a controller area network (can) test failure. This causes the module to reboot which will cause the abd light emitting diode (led) to flash green, yellow, and red as reported. The log confirms the complaint. On (B)(6) 2021 the problem no longer occurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.